Manufacturer narrative:
Batch review performed on 13 february 2020: lot 179508: (B)(4) items manufactured and released on 30-apr-2018. Expiration date: 2023-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: 1.5 years after primary cemented tkr the tibial component is revised to seek better positioning. No device malfunction in this case.

Event description:
The patient tibia was too lateral for a malpositioning during primary. The surgeon decided to revise the tibia, medializing it about 1 year and 5 months after primary. The surgery was completed successfully.